Event description:
Room was being set up for a post-operative patient. The ambu bag was removed from its package and was found to be glued to the tubing, making it nonfunctional. ======================health professional's impression======================ambu bag was found to be glued to the tubing when bag was removed from the packaging. Glued area hole was present in the tubing of the device.